Manufacturer narrative:
Historical performance of the reagent lot was evaluated using world wide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Evaluation of complaint data for the product and likely cause lot identified normal complaint activity. A label review was also performed and found it to adequately address the customer's issue. Based on this investigation a deficiency was not identified.

Manufacturer narrative:
This report is being submitted for an international product, list number 02k91-28 that has a similar product distributed in the us, list number 02k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated architect ca19-9xr result. Sample (B)(6) generated >2000 u/ml and retest of the sample diluted 1:100 generated 1911.3 u/ml. A second sample from the same patient was tested at an alternate facility on an architect analyzer generating 80 u/ml. No specific patient information was provided. No impact to patient management was reported.